Manufacturer narrative:
(B)(4). Unable to determine the cause of the reported free flow event. The device was not sequestered and will not be returned for an eval.

Event description:
A carefusion sales rep received a vague report of a free flowing epinephrine IV on a pt undergoing surgery and that medication had to be given to counteract the epinephrine. No hosp safety event report was completed so the reporter could not validate that it occurred or provide any specific info.